Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and blood was noted inside the balloon and the inflation lumen which indicates a possible breach of the device during the procedure. No visible damage was noted. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 640mm from the hub. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer found multiple outer/inner kinks across the extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the highly calcified and non tortuous superficial femoral artery. Predilation of the lesion was performed and a 3.00x32mm promus premier¿ stent was advanced and deployed in the lesion. During removal of the device, the shaft of the stent delivery system broke. A cardiac biopsy kit was then used, pulled the broken shaft into the catheter and the device was able to be removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the highly calcified and non tortuous superficial femoral artery. Predilation of the lesion was performed and a 3.00x32mm promus premier stent was advanced and deployed in the lesion. During removal of the device, the shaft of the stent delivery system broke. A cardiac biopsy kit was then used, pulled the broken shaft into the catheter and the device was able to be removed from the patient's body. No patient complications were reported.